Event description:
It was reported the flex video scope distal end tip of the covering fell off during reprocessing. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation, upon evaluation of the device, the reported issue of distal end tip covering falling off during reprocessing was confirmed. Furthermore leaking, torn and taped bending section cover was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the distal end tip of the covering falling off and damaging is due to outside force applied to the curved part. In addition, it was confirmed that the phenomenon was not caused by the product or the manufacture, and that there were no problems with the safety. The instructions for use (IFU) states: never perform angulation control, suction control, or insertion/withdrawal of the endoscope¿s insertion tube without viewing the endoscopic image. Patient injury, bleeding and/or perforation can result. Never insert or withdraw the endoscope¿s insertion tube while the up/down angulation is locked. Patient injury and/or equipment damage can result. Olympus will continue to monitor complaints for this device.